Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the clamp face was slightly bent. Functional testing found that the retainer ring was stretched, allowing play in the clamp when tightened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, an instrument was damaged. There was no patient present when this issue was identified. No additional information was provided.